Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31ga 8mm 10bag 500 wal had a black ring around the needle. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: level a investigation- complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7107878. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 7107878. Customer states that there is a black ring around the needle. The returned syringe was examined and exhibited black material on the surface of the cannula. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. Sample will be forwarded to manufacturing (B)(4) on 17nov2017 for further review. Upon completion, a secondary supplemental MDR investigation will be created. As per manufacturing, a review of the device history record was completed for batch # 7107878 all inspections were performed per the applicable operations qc specifications. There were six (6) notifications noted [(B)(4)] noted that did not pertain to the defect. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run over/shield difficult to remove and their associated root cause(s). Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure (adhesive splatter on cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure (adhesive splatter on cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run over/shield difficult to remove and their associated root cause(s).

Manufacturer narrative:
Second investigation summary (B)(4); upon evaluation by (B)(4), it was noted that the sample received exhibited an unknown black substance on the exterior wall of the cannula. Ftir spectral analysis was completed in (B)(4) as a part of the initial investigation and noted the substance to likely be adhesive. Under further observation under ultraviolet light, there was no fluorescence of the substance, which is usually found for the adhesives utilized within the manufacturing plant. The coloration of the substance is unable to be identified or determined as to where it may have originated. Probable root cause likely to be a misalignment of the adhesive nozzle during assembly on the needle lines. When this occurs, adhesive can be found on other parts of the needle assembly (cannula, hub, shield) depending on the nature of the misalignment. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover/shield difficult to remove as well as their associated root cause(s). Based on the reported batch# 7107878, this sample was manufactured prior to implementation of those corrective/preventive actions associated with this CAPA.